Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a high blood glucose (bg) level which displayed as "high"; however a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer administered a manual injection and delivered a correction bolus via the pump to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.